Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a highly calcified lesion located in the proximal rca. It was reported that the stent failed to cross the lesion and became dislodged. No patient injury is reported.

Manufacturer narrative:
An attempt was made to use one resolute onyx rx coronary drug eluting stent to treat a moderately tortuous, severely calcified lesion exhibiting 95% stenosis located in the mid rca. The device was inspected with no issues. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was used during delivery. It was reported an attempt was made to remove the stent in order to pre-dilate the lesion again however the stent became dislodged. The balloon was placed back through the dislodged stent and the stent was deployed proximal to the lesion. A rotoblader was used to treat the lesion and another stent was used to complete the procedure. The patient is reported to be alive with no injury. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Addl info: there was no difficulties when removing sheath. It was reported that the inflation device remained on neutral pressure during delivery of the device. If information is provided in the future, a supplemental report will be issued.